Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event of ipg eri was confirmed. The ipg battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared eri. The ipg had normal battery depletion at the time of explant. The device had not declared end of life (eol) at the time of explant.